Manufacturer narrative:
The customer performed the additional testing and stated the manual gel testing using cells from the top of the red cell layer gave a mixed field reaction where as the cells at the bottom of the specimen gave a 4+ reaction. By tube method, the reactions were 3+ using the top layer of cells and 2+ when cells from the bottom of the specimen tube were tested. Cts reiterated this sample could have had most of the donor's o neg cells already removed during provue's aspiration step and customer agreed. The customer expressed their understanding of the potential cause of the reported concern and indicates their confidence that the root cause was sample related (B)(4).

Event description:
The customer reports the provue gave false negative results with a patient sample that had previously typed as an o positive 4+ and was 4+ and 3+ by tube testing . Affected sample results were reported and treatment was altered (rhigg was administered to the patient). Corrected reports have since been issued for the affected samples and there was no harm to the patient.